Event description:
During a patient use event, the user states the device did not immediately power on when button was pressed multiple times. The device eventually powered on. The AED was not deployed on the patient as it was not needed. The patient survived.